Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that this occurred on two different occasions. She stated that she also experienced a vaginal discharge after her menstrual cycle. After douching, additional fibers were expelled. On (B)(6), the consumer indicated that she had not folowed up with her doctor, but felt well. She also has not expelled any additional fibers.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on (B)(6) 2014. Device evaluation is underway.